Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen cracked and the customer was not sure how it happened. There was no reported impact to the customer's blood glucose (bg) level as they had not tested their bg level. Reportedly, the customer would continue to use the pump until replacement pump is received.